Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y gastric bypass. According to the reporter: the staplers did not form or hold the tissue during the case. Loose staples were removed and the doctor obtained another device to finish the case. The intra-operative blue dye test failed indicating a leak, so the surgeon converted to a linear anastomosis. Add'l tissue was resected but the procedure was not extended by more than thirty minutes. To complete the case, surgeon used a gia 90 tan load to close the enterotomy. There was no bleeding reported in excess of 250cc.